Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial leadless pacemaker exhibited high capture threshold and decreased sensing with little current of injury. The device was repositioning, and after having difficulties releasing it from the delivery catheter it was eventually released and successfully implanted. Post-procedure, the patient presented in-patient with chest pain. A pericardial effusion was suspected, and the patient underwent a pericardiocentesis procedure where excess fluid from the pericardium was extracted. The device remained implanted, and the patient was in stable procedure post-procedure.